Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device has a sync-discharge error. The fse evaluated the device and could not find a malfunction. The device was fully functional. The fse successfully performed a sync test with the dp7000 simulator to prove the device was not malfunctioning. No further actions were required. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.